Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer experienced a return of pain and wasn't receiving stimulation from the implantable neurostimulator (ins). It was unknown what could have caused this. An impedance check was performed at 0.7 with all values greater than 10,000 ohms. With the reference being zero the range was greater than 40,000 ohms-9.317 with many between 24,000-30,000 ohms. When the reference was 15 and 2 the range was greater than 40,000 ohms-8,985 ohms with many of the values being lower with many of these pairs. Following this the consumer was sent for x-rays which showed nothing was obviously wrong with the header of the battery, extensions, or the lead and it was stated the "0-7 looked good and 8-15 looked slightly questionable." The rep. Continued to program bipole pairs looking for a response, but the consumer wasn't feeling anything when the amplitude was turned all the way up. The rep. Was going to continue programming and follow-up with the physician about the next steps. As of august 30, 2016 the rep. Noted surgery was likely to be scheduled in (B)(6) to further troubleshoot the system to determine the root cause of the high impedances. The consumer's device was currently turned off until the date of surgery, although they were instructed to continue charging between now and then. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.